Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "there is a (plastic-like) film on it after centrifugation."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for film formation was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing; each drawn with horse blood, mixed, and centrifuged. The cap/stopper assemblies were then removed and the issue of film formation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode film formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "there is a (plastic-like) film on it after centrifugation."